Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: end-user who is a (B)(6) female who has used catheters since birth and recently had 2 urinary infections. In (B)(6) 2011, she was hospitalized. Patient current condition is fine.